Event description:
Customer stated their bite is off and a few of their teeth cracked due to the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.